Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: lry. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the punch locked and would not release causing small part of aorta to tear which was fixed with suture. This caused a delay in the surgery.

Event description:
It was further reported that this happened during the cut of the first hole. The punch did not complete the cut and locked which caused the surgeon to tear a hole. The patient has not required any further intervention.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the cutting punch jammed. A visual inspection was conducted on the returned punch. The punch shows signs of attempted use including what appears to be blood/ tissue on the device. An attempt was made to push the plunger. When pushed the device was frozen and the cutting tip could not be moved. When a second, harder attempt was made to free the device the cutting tip did loosen. Once free the device was able to be cycled open/ closed as designed. A measurement was taken on both the cutting tip as well as the die assembly. The tip is undersized and is nonconforming per the inspection criteria. A second measurement was made on the die. The die assembly is within specification. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Because the product was used, measurement accuracy of returned device cannot be determined. As such, the out of spec measurements detailed will not require escalation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section a1, a2, a3, b4, b5, g3, g6, h2, h3, h4, h6 and h10.